Event description:
It was reported to ventec that the device's exhaled tidal volume (vte) levels were low and that it was also delivering low inspiratory pressure. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details were provided. Ventec has made multiple attempts to obtain additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: ventec has made multiple attempts to contact the initial reporter asking if the device will be returned for an evaluation, however, no response has been received. The device was not returned to ventec for an evaluation. In the event that the device is returned or additional information is received, ventec will submit a follow-up report as defined by 21 cfr 803.56. Ventec performed a review of the device's manufacturing records which showed all requirements were met. Final test specifications were acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. Trend analysis and risk analysis were considered acceptable. The cause of the reported issue could not be determined.